Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed to deliver 250 ml of fentanyl at 50 ml/hr. The customer stated that the medication was delivered over 8 hours. The infusion was reprogrammed and completed. It was also reported there was no pt injury.